Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed using normal method without any problem. The balloon tip was damage, and a hole was noted. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.